Event description:
Same as manufacturing number 6000093-2004-01428. It was reported that 4 days following a coronary drug eluting stenting treatment procedure, the pt had a subacute thrombosis. The pt presented emergently in 2004 with a diffuse diseased, 100% occluded left anterior descending artery (lad). The pt was experiencing a myocardial infarction. The lesion was pre-dilated with a 2.5 x 20 mm maverick balloon. The physician placed two taxus express2 3.0 x 20 mm drug eluting stents in an overlapping fashion in the lad. The occlusion post-procedure was 0%. The diagonal artery was ballooned at the same time. The next day the pt returned to the cardiac cath lab for treatment of the right coronary artery (rca) and the circumflex (cx) artery. When treating the cx, it was noted that the lad looked good. The pt was placed on a regimen of plavix, asa, and statin. Three days later the pt was still in hosp, about to be discharged, when pt was returned to cath lab with chest pains. It was found that the lad had thrombosed midway through the first stent. They wired the vessel, performed angiojet, and ballooned the vessel with a 3.25 x 15 mm nc ranger. A taxus express2 2.5 x 24 mm stent was placed distally, overlapping the second stent. It is believed that there was probably not good enough outflow with the first two stents as the vessel was severely diseased. The pt was discharged from the hosp 5 days later and was doing fine. It is also noted that both stents placed in 2004 were implanted after their respective expiration dates.